Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (b)6) 2015. (B)(4).

Event description:
It was reported that following a routine device replacement procedure, right ventricular (rv) lead thresholds increased despite stable measurements prior to and immediately following the procedure. The lead was reprogrammed and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead exhibited high thresholds and was reprogrammed.